Manufacturer narrative:
The report did not identify the name or location of the user facility of the device in question therefore, additional information could not be obtained. To-date we have not been informed of this event directly from the user facility. There was no lot number provided. Should we obtain additional information regarding the user facility or specific device subject of this event, a follow-up report would be filed with the results of our investigation. A review of complaints indicates this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported via medwatch (mw5111956) that their endoscope cleaning brush is not effectively cleaning the scope. No report of patient harm or injury.